Event description:
It was reported that device entrapment occurred. The 15mm x 2.5mm in diameter target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire was selected for use. During the procedure, it was noted that the burr became stuck in the guidewire upon rotation. The devices were removed together, and the procedure was completed with replacement devices. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
D4. Lot number: 0027539038.

Event description:
It was reported that device entrapment occurred. The 15mm x 2.5mm in diameter target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire was selected for use. During the procedure, it was noted that the burr became stuck in the guidewire upon rotation. The devices were removed together, and the procedure was completed with replacement devices. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
D4. Lot number: 0027539038. Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that blood was present within the device. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was unable to be inserted through the device due to the presence of blood within the sheath.

Event description:
It was reported that device entrapment occurred. The 15mm x 2.5mm in diameter target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire was selected for use. During the procedure, it was noted that the burr became stuck in the guidewire upon rotation. The devices were removed together, and the procedure was completed with replacement devices. There were no complications reported and the patient was stable post procedure.